Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedance measurements and high pacing threshold measurements. It was found that this lead was fractured, and a revision procedure took place to cap this transvenous lead and utilize the patient's already implanted epicardial lv lead. No additional adverse patient effects were reported.